Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had atrial fibrillation during the operation and the atrial parameters could not be tested. The lead was not used. The patient was stable.

Manufacturer narrative:
The lead was returned for atrial fibrillation during the operation and could not test the atrial parameters. As received, a complete lead was returned in one piece with the helix partially extended and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.